Event description:
It was reported that the distal jaw of hte rongeur broke inside patient, attempted to contact customer but they were out of office 11 days late. Customer was contacted 04 and it was learned that the difficulty resulted in the need for a second x-ray to locate the broken portion. Customer reports this caused a significant delay in the surgical procedure.